Manufacturer narrative:
The evaluation of the device's log confirms the occurrence of technical error technical error indicating the safety valve open. System checkout performed after case revealed that multiple subtests failed. One of them was pressure transducer test. It failed due to zero pressure offset drift being outside defined intervals for inspiratory pressure transducer pcb. The inspiratory pressure transducer measured that zero pressure offset had drifted outside acceptable limits (drifted more than +/-300 mv from factory default), measured offset was approx. 9,9 v. However, no parts were replaced to resolve the issue. No malfunction of the device has been found. The issue was related to hospital central gas supply.

Event description:
Manufacturer's ref. (B)(4).

Event description:
It was reported that the anesthesia system failed the system check out. Moreover based on the logs it generated a technical error indicating the safety valve open. There was no patient harm reported. Manufacturer's ref. # (B)(4).